Event description:
Customer called to report a leak of diluted blood from the rinse trough of the coulter lh750 hematology analyzer slidemaker. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of lab coat and a face shield at the time of the incident. No injuries occurred and medical attention was not sought there was no report of exposure to mucous membranes or open wounds. The field service engineer (fse) found a leak at the probe rinse waste tubing. The fse found that the tubing was cracked at the quick disconnect. The fse replaced the tubing and the repairs were verified per established procedures.

Manufacturer narrative:
The root cause for the leak is attributed to a crack in the probe rinse waste tubing, which was resolved when the fse replaced the tubing, as described. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)